Manufacturer narrative:
The console (aic) was returned for evaluation. Upon visual inspection, the purge assembly area had a ripped/ missing blue retainer. The purge flag and retainer were replaced, the purge assembly was cleaned, preventive maintenance and functional check was performed on the console; before returning it to the customer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a broken purge clip on this aic (automated impella controller) device. There was no adverse impact to any patient treatment reported.